Event description:
It was observed that during device evaluation, the video system center had a faulty printed circuit board, did not boot up after power on. There were no reports of patient harm.

Manufacturer narrative:
The device was returned, and the evaluation found no malfunctions aside from the allegation reported in b5. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over four (4) year since the subject device was manufactured. A definitive root cause was not identified, however based on the results of the investigation, the probable cause of the "does not boot up after power-on." Malfunction would likely be related to a printed circuit board failure by stress caused by heat or humidity that affected the circuit board. Olympus will continue to monitor field performance for this device.